Manufacturer narrative:
(B)(4). The intervention performed on (B)(6) 2016, was reported under manufacturer report number 2953161-2017-00174, therefore this report will capture the proximal type I endoleak identified on (B)(6) 2017, and the intervention performed on (B)(6) 2017 to treat the endoleak. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure with three gore® excluder® aaa endoprostheses for treatment of an abdominal aortic aneurysm. No adverse events were reported. Final angiography showed exclusion of the aneurysm and the patient was reported to have tolerated the procedure. On (B)(6) 2016, the patient presented with back and abdominal pain. Follow-up imaging was performed and evidence of a proximal type I endoleak was identified. Evidence of device migration was not reported and it is reportedly unknown if aneurysm enlargement has occurred. It was reported the proximal type I endoleak was caused by disease progression which resulted in neck dilation and loss of wall apposition by the trunk-ipsilateral leg component. Later that same day, an intervention was performed to treat the endoleak. Three aortic extender components were implanted. Reportedly, the endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2017, follow-up imaging reportedly identified an incidental proximal type I endoleak without reported communication with the aneurysmal sac. Evidence of device migration was not reported and only slight aneurysm enlargement of ~2-3 mm. Was noted. It was reported disease progression caused the aortic neck to dilate and the aortic extender component implanted most proximally to lose apposition to the infrarenal neck, resulting in the proximal type I endoleak. On (B)(6) 2017, an intervention was performed to treat the endoleak. An additional aortic extender component and a palmaz stent were implanted for improved apposition to the aortic wall. Reportedly, the endoleak was resolved and the patient tolerated the procedure.